Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 403mg/dl. The customer stated that she was throwing up and not eating. The customer mentioned that she was not wearing the insulin pump by the time of admission and her potassium and electrolytes were low. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.